Event description:
It was reported that the ventilator's air gas module was contaminated with water. There was no patient harm.  Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's air gas module was contaminated with water. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the occurrence of water inside air gas module has been related to malfunctioning hospital's air central system. The air gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported as a defective gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient harm. According to the user's manual for servo-u (rev. 03), maximum levels of water, (h2o < 7 g/m3) in the supplied air gas to the ventilator must not be exceeded. It is possible that the user manual describing the requirements for gas supply is not effective. Therefore, reported issue can be considered as a usability issue with root cause design - labeling.